Event description:
Rptr writes, "I had written about the problems I had been having with a implanted product used in some surgery I had done in may 1996. The product used was (gore tex mycro mesh). I wrote a letter on january 29, 1998 giving a little more detail, and to register a problem from the mesh. I had stated that I thought I would need to have another set of operations. I did go back in to the hosp on march 1998. I was diagnosed with 1. Chronically infected gore tex mesh. 2. An reoccuring enterocele. 3. (Vaginoabdominal) fistula. I underwent another complex pelvic reconstructive surgery. On march 16, 1998 I had the removal of the infected mesh. The post-operational diagnosis was; 1. Chronically infected gore-tex mesh, 2. Reoccuring enterocele, 3. Vaginoabdominal fistual, 4. Dense pelvic adhesions. 5. Large hemorragic corpus lutem. I tried for over 1 1/2 yrs to bring the infection under control. I had several in the dr's office procedures to try to correct the problems, also out pt surgery procedures to try to fix the problems. The pain is beyond words I can not describe it. I've been home bound and lost work due to this. The walled off portion of the vagina had fistulized into the reperitoneum. There was evidence of chronic discharge of purulent material draining constantly. Adhesions were lysed to free the intestines, then packed upward. Then the right ovary was noticed to be quite large. I was told it was as large approx 6x7 cm. It appeared to be a hemorrhagic corpus luteum. Then there was dissection into the retroperitoneum. The right ovary had become completely adherent to the right pelvic sidewall and ureter. The dissection took approx 1 1/4 hrs because of the dense adhesions and the complexity. The peritoneum was incised over the upper portion of the mesh, then the mesh was trimmed off the sacrum held in dissection along the posterior sacrum freeing the mesh out of the retroperitoneum. The ureters and sigmoid were avoided during this. Dissection was taken all the way down to the upper vagina. The upper vagina was trimmed removing the entire mesh area 'en bloc'. The upper vagina was trimmed of excess granulation tissue. A suture was placed in the sacral promontory, one in the posterior, one in the anterior aspect, to control the descent of the upper vagina. The fascia that was taken from my left thigh earlier was incorporated into the fascia and tied. It was sewn back up, then staples were used to close the incision. The operations and procedures were now 1. Abdominal sacral pulpopeshy. 2. Harvest of intrafascialata graft. 3. Removal of infected goretex mesh. 4. Right oophorectomy. 5. Lysis of adhesions. I started having a fever, chills, could not get warm while in the hosp. My abdomen was very swollen as if I were 7 or 8 months pregnant. It was dark red streaked with cream colored veins of skin showing in stretch marks. It was hot to the touch. I went back to the dr's to have the staples removed as he ordered. I was still in pain that was not being touched by vicodin for relief. The morning that I was to have the staples out I was getting ready cleaning the incision. I thought I pulled out a staple I started to leak blood. This started at approx 7:00am. I was smelling an odor of old blood and it was now gushing out of the hole that opened in between the staples. I packed a towel over the pads I put in hole. I drove up to the dr's office. I was in the examination room when the nurse asked me what was wrong. I moved my hands from my abdomen and she saw as I did at the same time my hands were covered with blood. Blood had soaked through the super maxi pads I packed in the opening, the towel and my clothes now. The nurse had me lay on the table because we were trying to see where all the blood was coming from. It was pouring out and not stopping. When she touched the top of my abdomen more blood poured out. The nurse became panicked. I was scared also but I thought the more I moved the worse I would bleed. She could not see where it was coming from it was so profuse now. She left me on the table as she went to call the dr at the hosp to get him over to the office. The nurse did come back in with another nurse and now all three of us were now trying to stop the flow of blood. The blood was now a dark cranberry color and smelled bad. As the nurse pulled out the pad they stuck in the hole there was a clot of blood in it. Then the hole was plugged with a clot of blood, inside of me. That gave the nurses a chance to try to clean off the staples and see what happened. When the nurses pressed on my abdomen clots of blood started coming out. It was thickened and smelled rotten, it had the consistency of jelly. Then the hole was blocked with more clots and here we are the nurses and me squeezing my abdomen and they are pulling out clots of blood the sizes from half dollars to walnuts mixed with all sizes in between. I was helping to push out the clots and hold the collecting tray. Then the dr came in, he then put in a long q-tip type of stick and ran it along the length of the staples about 10 or 11". He poked open another hole at the other end of the stapled incision, the ran the stick back and forth and even more blood and clots came out. From looking at the tray he estimated I had lost about 2 1/2 to 3 cups of blood, clots, fluid. I then had packing string placed in the holes. I had to change it a couple times a day. I had to put in about 12 inches in each hole to cover them up. The first time I did it at home I pulled out the string of one hole then touched the other to pull it out when the bleeding all started again. It was worse smelling than earlier that week and was now thicker. I just sat in the bath tub and pressed out all the blood and clots that would come out. This went on for over a week. I was up at my dr's office for 5 visits in a row. I was told that due to all of the adhesions and the cutting out of infected tissue he had to do, I had a lot of swelling and clots.